Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited r-wave amplitude variation. Fluoroscopy was performed and revealed lack of slack on the rv lead. The rv lead was explanted and replaced. Patient condition was stable.